Event description:
A caller reported a pixel issue on their insulin pump display that impacted their ability to read the device. There was no adverse impact on the customer's blood glucose levels. The customer was instructed to switch to manual daily injections to ensure continuous insulin delivery, and a replacement pump was arranged to be shipped.